Event description:
Report received from (B)(6) states: "aspiration was working but cutter did not cut. No pt injury or impact."

Manufacturer narrative:
Product has been requested, however, it has not been received for eval. Sterilization and lot history records were reviewed and no exceptions were found. This report is related to the event reported on MDR 1920664-2013-00210, 00211 and 00212.